Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error alarm on the insulin pump. The pump had not been dropped or bumped. Customer stated that she had been at the gym and the pump had given her an error. Customer cleared the alarm but got the critical pump error about 25 minutes later. Customer does not remember the other pump error. Customer was unable to start the pump to confirm. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
Unable to verify if insulin pump was not received stuck in manufacturing mode due to critical pump error (open book image). Unit was received with critical pump error (open book image) and power error noted in history download due to moisture damage on the electronic assembly. Moisture damage was noted on the motor and on the force sensor. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit had minor scratched display window, scratched case and a pillowing keypad overlay.